Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and was emitting tones. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. Device replacement was recommended. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information received which indicates that this s-ICD was explanted, replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and was emitting tones. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. Device replacement was recommended. As of this time, this s-ICD remains in service. No adverse patient effects were reported.